Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision. The right ventricular lead exhibited exit block and high capture threshold. The lead was explanted and replaced. The patient was in stable condition.